Event description:
The customer reported the evis exera iii video system center is unable to display image during procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the fse confirmed that both the cv/clv units were working as normal. However, dark image spots were observed with the 180 series scope and tac advised the customer to send it in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the dark spot(s) on the image could not be identified. Olympus will continue to monitor field performance for this device.